Event description:
An altitude alarm was reported for the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s health. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation following advice from technical support.